Event description:
It was reported that the patient presented via a merlin.net transmission containing an alert for eri. Premature battery depletion was suspected. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The initial was originally submitted back in 2013. Follow-up to this initial was submitted in 2018 (2017865-2018-04690) again as initial instead of supplement report. We are re-submitting the initial report submitted in 2018 as supplement under previously submitted initial MDR in 2013. Correction: manufacturer report 2938836-2013-06202, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).